Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: frequent pump error alarms. P-cap locked in place properly during testing. Insulin pump was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the insulin pump. Insulin pump passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error alarms were found from (B)(6) 2021 through (B)(6) 2021 with a total of seven pump error. Line=114 file=99 esf# 3764385 . Per research and e=development investigation pump error alarm noted due to invalid pointer, corrupted data. Problem isolated to electronic assembly. Proceed it by cutting insulin pump open and perform a visual inspection of connectors and electronic assembly. All connectors were plugged in properly and no moisture damage noted on electronic stack. No physical damage noted during visual inspection. In conclusion customer concerns are confirm using the download history file. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.